Manufacturer narrative:
Complaint confirmed, the distal end of the device was found to be broken and torn. Likely causes of the event include improper bone prep, misaligned insertion, shallow driver engagement depth, prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5091944) that the following incident occurred: during a surgical procedure (repair talofibular ligament rupture) of left foot, an arthrex suture anchor bio-composite broke. Additional information obtained 2/3/20: the procedure was not arthroscopic. The ar-2324bcc broke during the attempt to insert the anchor. All pieces of the anchor were not retrieved. A piece of the anchor remains in the patient. No changes to technique were needed. No additional incisions were made. The facility states the device is available to return for evaluation.